Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had many low flows since their implant on (B)(6) 2024. On (B)(6) 2024 the patient's flow dropped to 0.8 lpm and had a couple minutes of chest compressions. Log files captured numerous low flow events on (B)(6) 2024.

Event description:
It was additionally reported that the patient's lactate dehydrogenase (ldh) was trending upwards. There was also questionable power trending up as well. The log files were reviewed and captured low flows where the low flow estimator dropped below 2.5 lpm (including low flow flags - lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm). These occurred when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. Two common reasons for this were suggested to be hypertension or hypovolemia. No other unusual events were seen in the log files. The patient was determined not to be hypovolemic and their blood pressure was well controlled. It was requested that the log files of (B)(6)2024 be examined. It was again stated that the power looks to be trending upwards over the past 10 days. It was requested power values for (B)(6) 2024 be given in a log file review. The event log files were reviewed a second time and showed the data 29sep2024 - 10oct2024. Event log file: on 29sep2024, the power ranged from 2.70w ¿ 3.15w (avg 2.93w). On (B)(6)2024, the power ranged from 3.40w ¿ 3.48w (avg 3.44w). The power was trending 2.93w - 3.44w. Log files were sent in on (B)(6)2024 with concerns for a clot. The patient continued to have elevated ldh. The log files were reviewed and captured a lone low flow on (B)(6)2024 at 18:16 with flow noted at 2.4 lpm. This was not sustained long enough to trigger an alarm. No other unusual events were noted in the log file and the device appeared to be operating as intended with stable parameters besides ldh. The ldh was noted to be trending downwards.

Manufacturer narrative:
B1 ¿ type of report: correction manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms as well as a slight upward trend in motor power; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained data from 28sep2024 through 15oct2024. Intermittent low flow events were captured on 28sep2024, multiple resulting in low flow alarms, with flow captured at 2.3-2.4 lpm. Low flow events were also captured between 22:32 and 22:34 on 29sep2024, including a low flow alarm that was active from 22:32:44 through 22:33:31 with flow captured as low as 0.8 lpm. One low flow fault was later captured at 18:16:38 on (B)(6)2024, with flow captured at 2.4 lpm. Otherwise, flow ranged from 2.5-4.5 lpm. Motor power ranged from 2.668-3.622 w, slightly trending upward. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Additional low flow alarms have since been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including hemolysis and thromboembolism. This section also addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. This section (under ¿anticoagulation¿), also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.